Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller indicated that the patient claimed that the implanted device is no longer functioning. The caller did not have other details about the status of the ins. Troubleshooting was not required. Reviewed MRI information. Patient (pt) called in stating they needed all the registration information about their neurostimulator since they needed an MRI. Pt said they did not have their stuff and their neurostimulator did not work. The pt got all their neurostimulator shut off in 2019 because the leads were not plugged into the neurostimulator battery all the way so when they would bend a certain way the therapy would turn off and on. Pt wondered if patient services had notes about that. Pt was redirected to their hcp. Agent reviewed MRI eligibility and patient registration. On 2025-jan-13 information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller stated that the patient's implant was not being cared for and the device is inoperable. The caller indicated that they plan to scan the l-spine. The caller was an MRI tech and did not have other details about the status of the ins. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services (tss) reviewed MRI information.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial/lot #: (B)(6), implanted: (B)(6) 2019, product type lead, product ID 977a260, serial/lot #: (B)(6), implanted: (B)(6) 2019, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 04-apr-2023, UDI#: (B)(6); product ID: 977a260, serial/lot #: (B)(6), ubd: 04-apr-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.